Manufacturer narrative:
(B)(4). Paravalvular valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The edwards sapien s3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted tricuspid surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the cause of the tricuspid regurgitation is unknown. However, the event may be related to the mechanisms described above.

Event description:
As reported, during a transfemoral valve-in-ring (26mm s3 in a tricuspid ring) tavr procedure in the tricuspid position, post implant of the 26mm sapien 3 valve, severe "tr" was seen. A second 26mm sapien 3 valve was implanted on the slight more atrial side with an additional 2cc of contrast it the balloon. The results were good and the "tr" was reduced to none-trivial.